Event description:
The customer reported that the system would display an x-rays disabled and a communication failure error message. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. The system is operating as intended. No further info is available.